Event description:
It was reported that during procedure for placement of a l-vad (left ventricular assist device), two (2) single head pumps of a heart lung machine stopped. Pumps were hand cranked (manually) until lines could be moved to other pump heads. No pt injury.